Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that after the customer took a shower, they dropped the insulin pump on the floor. The esc and act buttons did not work. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform displacement test due to no button response. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.